Event description:
Reporter indicated a patient had high lead impedance readings with vns systems diagnostics testing. The patient was also having increased seizures that were below pre-vns baseline seizure levels. The patient does have multiple seizure types. The patient is very active, but it is not known if this contributed to the possible lead fracture/high lead impedance. The patient was referred for vns replacement surgery. Vns diagnostics tests were last within normal limits in (B)(6) 2011. The patient had vns lead and generator replacement surgery performed on (B)(6) 2011. No lead fractures were seen on the x-rays that were taken prior to the surgery. Attempts for return of the explanted vns lead and generator are in progress.

Event description:
The explanted vns generator and lead have been returned and are pending analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis was completed on the returned vns generator and lead. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. The abraded openings / torn areas found on the outer silicone tubing during the lead analysis most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process and the areas of the inner silicone tubes which exposed the bare quadfilar coils. A determination could not be made, on the openings on the inner silicone tubes; whether they were tears or abraded openings. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.